Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine sodium (synthroid) since 2010 and pregabalin (lyrica) since 2008. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping), back pain ("back pain"), allergy to metals ("allergy- nickel"), the first episode of fibromyalgia ("autoimmune diagnosed : fibromyalgia"), psychological trauma ("psych injury"), urinary tract infection ("uti"), migraine ("migraine"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), the second episode of fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed in 2015. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage, abdominal pain, back pain, allergy to metals, psychological trauma, urinary tract infection, migraine, headache, the last episode of fibromyalgia and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of fibromyalgia and the second episode of fibromyalgia to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, dysmennorhea (cramping), back pain, fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Imaging procedure - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, adenomyosis, leiomyoma of uterus, unspecified, paratubal cyst and corpus luteum cyst. Concomitant products included levothyroxine sodium (synthroid) since 2010 and pregabalin (lyrica) since 2008. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), allergy to metals ("allergy- nickel"), the first episode of fibromyalgia ("autoimmune diagnosed : fibromyalgia"), psychological trauma ("psych injury"), urinary tract infection ("uti"), migraine ("migraine"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding ( menorrhagia)"), the second episode of fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed/ total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage and heavy menstrual bleeding had resolved and the genital haemorrhage, abdominal pain, back pain, allergy to metals, psychological trauma, urinary tract infection, migraine, headache, the last episode of fibromyalgia and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of fibromyalgia and the second episode of fibromyalgia to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, dysmennorhea (cramping), back pain, fibromyalgia. As per mr, discrepancy noted in date of removal: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Imaging procedure - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy menstrual bleeding, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2021: medical record received. Reporter information, patient's medical history and reporter causality comment were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine sodium (synthroid) since 2010 and pregabalin (lyrica) since 2008. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), allergy to metals ("allergy- nickel"), the first episode of fibromyalgia ("autoimmune diagnosed : fibromyalgia"), psychological trauma ("psych injury"), urinary tract infection ("uti"), migraine ("migraine"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), the second episode of fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed in 2015. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage, abdominal pain, back pain, allergy to metals, psychological trauma, urinary tract infection, migraine, headache, the last episode of fibromyalgia and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of fibromyalgia and the second episode of fibromyalgia to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, dysmennorhea (cramping), back pain, fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Imaging procedure - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: pfs received reporter information was added. New event added vaginal bleeding, menorrhagia, fibromyalgia, fatigue, weight gain and event outcome added. Severity added pelvic pain. Concomitant drug and lab test was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), allergy to metals ("allergy- nickel"), fibromyalgia ("autoimmune diagnosed : fibromyalgia"), psychological trauma ("psych injury"), urinary tract infection ("uti"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, allergy to metals, fibromyalgia, psychological trauma, urinary tract infection, migraine and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, fibromyalgia, genital haemorrhage, headache, migraine, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, dysmenorrhea (cramping), back pain, fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) was conducted, however, results were not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received : previously reported event of injury was updated to pelvic pain. New events added - abdominal pain, dysmenorrhea (cramping), back pain, gen. Abnorm. Bleed, nickel allergy, autoimmune diagnosed : fibromyalgia, psych injury, uti, migraine, headaches. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.